Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet display intermittently malfunctioned when the user pressed the top button, with the left half of the screen turning black and progressing to cover the entire screen for about ten minutes, during which the touchscreen was unresponsive; the device later recovered and the screen appeared normal, with no visible damage reported and the user stating the latest firmware was installed shortly after a cartridge change. Symptoms included no reported adverse health effects. Outcomes included temporary unavailability of the device user interface without alarms. Investigation included user interview and assessment of device behavior based on the report. Investigation of this case revealed an intermittent display or user interface failure consistent with a software-related screen freeze, with no evidence of physical damage. It was concluded, based on previously established findings for similar reports, that the cause was a software-related transient user interface malfunction.